Event description:
Healthcare professional confirmed "discomfort and pain" and reported "implants are intact but dense capsule (double)."

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that the device was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run was not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of feb 2019 through jan 2021, was noted an outlier in apr 2019. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset), concern with product.

Event description:
Patient reported ¿reoccurring infections", "septicaemia from an infection and almost died¿, ¿very painful burning sensation (inflammation) in chest area (both sides) where implants were¿. Patient also reported "lung issues", "asia autoimmune/inflammatory syndrome", ¿candida overgrowth in my esophagitis¿, ¿dizziness", "brain fog", "tinnitus¿ and ¿fibromyalgia symptoms¿; these events are not device related. This record relates to the left side. Device has been explanted.